Event description:
It was reported that during an unknown procedure, the device was fired, but it was difficult to fire the lever. The jaw was opened and the staples were formed by about half the cartridge length. The device was cut. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.